Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: safety feature on needles does not work properly.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was reported that the safety feature on 50 sets of needles was not functional. After investigation, the cause of this could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.